Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to damaged c19 pad on the defib board. The root cause for the damaged pads could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.